Manufacturer narrative:
Evaluation summary. The complaint device associated with this report was received. It is unk if the product was used according to labeled indications. Batch records were reviewed for lot 171411f and no deviations were identified. Chemistry and microbial results, environmental, utility, bioburden, and sanitization records were also reviewed and found to be acceptable. Lot 171411f met all release criteria prior to product release. There is one similar report for this lot. Additional information was requested from the consumer via mail on 04/14/2010; via phone on 04/13/2010 and 04/22/2010. A questionnaire was received from the consumer. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "burning" (burning sensation), "dryness" (dry eye(s)), "irritation" (irritation), "discomfort" (discomfort), "corneal abrasion" (corneal abrasion), blurry vision" (blurred vision). Product problem(s): "none reported" (no information). A consumer reported she experienced burning, dryness, blurry vision, irritation, and discomfort following the use of this product. She stated her dry eye symptoms started immediately after using the product and are continuing. The consumer reported she saw her eye doctor who diagnosed her with a mild corneal abrasion in her left eye and prescribed preservative free artificial tears. The consumer reported she has switched to a hydrogen peroxide based contact lens solution and is currently wearing glasses.